Event description:
It was reported that the patient never experienced therapeutic effect. The patient fell on an iron rod rail and when her device was checked it was found not to be working. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).